Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient received an alert due to lead noise. It was further reported that the lead noise alert was attributed to t-wave oversensing (twos) when the patient is at exercise rates due to the differences seen between the near and farfield right ventricular electrograms. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.